Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion was due to user error. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left atrial flutter procedure, a pericardial effusion occurred. The catheter was retracted from the left atrium and into the right atrium. When advancing the catheter through the patent foramen ovale toward the left atrium, the catheter was pushed through the endocardium and a pericardial effusion occurred. A pericardiocentesis and surgical intervention was needed to treat the effusion and stabilize the patient. There were no performance issues with any abbott device.